Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. However, found a loose lug on the transformer, causing one side to be on the low side of normal. Tightened lugs. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the left and right monitors on the 9800 system turned dark. There was no report of pt injury.